Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to insufficient or inadequate reprocessing. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the channel was clogged on the evis exera iii colonovideoscope. There was no report of delay or patient harm associated with the event. The device was returned and evaluated; it was found that the air/water channel nozzle was clogged with a black rubbery material. This medical device report is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned for evaluation, and the customer¿s allegation of the air/water channel nozzle being clogged was confirmed. The unit was inspected, and testing found that there was a black rubbery foreign material that caused the nozzle air/water channel flow issues. Additional evaluation findings were as follows: the light guide lens was cracked, the bending angulations were out of specifications, the bending section cover adhesive was separated, and the plastic distal end cover was cracked. The auxiliary water supply channel and instrument channel issues were not confirmed. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.